Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, this investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due lead fractured attributed to clavicular crush. New lead was successfully implanted. No additional adverse patient effects.